Event description:
During an ICD implant lead connection difficulties were observed. The lv lead could not be inserted into the port because it did not fit. Reportedly, the silicone part between electrodes seemed to be wider than the connector port. Another lead is-1 plug was tested and it could be introduced into the port without any resistance. Subsequently the physician tried to re-insert the lv lead: after applying mineral oil and a large amount of pressure the lead could be connected to the ICD. The physician felt that the lead was not totally inserted although he heard the clicking sound while screwing. The tested parameters were ok and the device was implanted.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.